Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up to the clinic on (B)(6) 2021. During interrogation of the pacemaker, it was noted that the battery longevity decreased more than normal from the previous device interrogation performed 8 months ago. The physician decided to shorten the device check intervals. No programming changes were made to the pacemaker. The patient is in stable condition.